Event description:
Event description guidant received information that this right ventricular lead was unable to deliver pacing pulses when certain shoulder movements were made by the patient. A lead fracture was suspected. During the revision procedure, the lead was observed to be fractured at the tie down site. The lead was surgically abandoned and successfully replaced.